Event description:
It was reported that an ilet pump displayed a system update failed alert and subsequently became locked with a black screen showing a circle and lock icon, preventing user interaction until guided restarts were performed and a firmware update was initiated and completed, after which normal functionality returned. Symptoms included no reported adverse clinical effects. Outcomes included temporary unavailability of the device until the update completed, after which the pump operated as expected. Investigation included guided troubleshooting, device restarts via the mobile app, verification of firmware status, and execution of a firmware update. Investigation of this case revealed a software update interruption that resulted in a transient device lockout, resolved by completing the firmware update, with no hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was a software-related update error resolved through corrective action by completing the firmware installation.